Event description:
Hcp reported pt presented with signs of infection in 2005. Pt symptoms included fever, redness, swelling, drainage and pain. Cultures were obtained from the primary source of the infection, the device pocket, and pt's blood. No growth was found. Hcp reported the pt did not have meningitis. The pt was treated with IV antibiotics and the total device system was explanted. The infection resolved. Hcp reported the pt also had diabetes prior to the device implant, which is known to be a risk factor. The device was explanted but not returned to the manufacturer for analysis.